Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturing reference: 9680001-2015-00041, 3005188751-2015-00121, 3005188751-2015-00122, 3005188751-2015-00124. During a pulmonary vein isolation procedure, a pericardial effusion occurred. A reflexion spiral catheter was advanced into the left atrium through a swartz introducer but had signal issues. The catheter was exchanged and the procedure continued. A tacticath quartz ablation catheter was then advanced through the swartz introducer into the left atrium and ablation was initiated on the right pulmonary veins. After several attempts to stabilize the catheter, the introducer was exchanged for an agilis nxt introducer. The patient then became hypotensive and an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed; however, this was unsuccessful and the patient was transferred to ccu. The patient coded and a second pericardiocentesis was successfully performed. The patient is currently recovering. There were no performance issues with any sjm devices.